Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. The fse then performed a full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a pressure issue. There was no patient involvement, and no adverse event reported.

Event description:
N/a